Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A site clinical application specialist reported an anterior capsule tear following the laser portion of laser assisted cataract surgery. The tear was located opposite of the incision and the doctor had a free floating capsule. The case was completed without further issue.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. There were no technical services requested or performed related to the reported event. There are many potential clinical factors that could contribute to the reported event; however, the reported event cannot be confirmed. The root cause cannot be determined conclusively. (B)(4).